Event description:
The surgeon noticed tibial loosening and of a procedure that took place approx. 1 year ago. He had to revise the patient due to this incident and was able to replace the tibia, patella and insert by primary components. Only loosening of tibial tray. Femoral component could be left in place (no loosening). It was remarkable that there was no bonding between cement and tibial tray. The tibial tray could be removed without using any instruments. Manually removed. Integration between cement and bone, but not with cement and prosthesis. The surgeon has been in contact with engineer (B)(4), to discuss this incident. There is a powerpoint available with some additional information and x-ray pictures. This surgeon had the exact same problem about 1 year ago ((B)(4)).

Manufacturer narrative:
Additional narrative: the received device was forwarded to commercialized product development for evaluation. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).